Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was able to duplicate the issue. It was determined that the expulsor was the root cause. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
The reported that the pump failed the volumetric accuracy test. There was no patient involvement.